Event description:
It was reported, district nurse (dn) was carrying out weekly PICC care with patient, venous blood obtained, PICC flushed and leak noted at exit site. Dn rang helpline was discussed with cvad team advised removal, dn not confident in removing PICC an asked colleague to remove PICC. PICC was removed. Patient's care discussed with oncologist. No harm to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.